Event description:
The facility representative reported a colleague infusion pump with a failure code 810.04. It is unknown when this event occurred. During device testing by a baxter service technician, a colleague infusion pump experienced failure code 810:04, which interrupted delivery. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, but not duplicated. The assignable cause was that the air in line printed circuit board was out of calibration. The air in line printed circuit board has been recalibrated. Additional: a service history review has been performed and the device has been not been previously serviced for the reported condition. The user interface module master software version is 6.13.90, categorized as remediated. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.